Manufacturer narrative:
(B)(4). The product was returned and the failure mode was confirmed. The handle was visually inspected for damages, and the insulation is cracked near the distal tip. The instrument failed the insul scan test near the distal end of the insulation. The probable root cause/s could be normal wear, improper sterilization methods or user misuse. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the insulation cracked, compromised, broke, or breached. Insulscan failed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported the insulation cracked, compromised, broke, or breached. Insulscan failed.